Event description:
It was reported that during insertion of the catheter in the pt's right internal jugluar vein, the guide wire unravelled, and a piece remained embedded in the pt's neck. The piece of wire was removed surgically. There were no further complications.